Event description:
The patient was treated a closurefast catheter. The patient returned for follow up approximately 2 weeks post procedure and there were no reported issues. Approximately 1 month post procedure the patient presented with deep vein thrombosis (dvt).